Event description:
It was reported during an on site visit by manufacturer representative clinicians report that channels have alarmed, displaying a red screen on the pcu ("channel error"). To troubleshoot, the clinician will remove, replace or reprogram the infusion when this occurs with active infusions. Clinician also stated "it works then the error appears again. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.